Manufacturer narrative:
Product ID: 3093-28 lot# v527947, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The patient noticed this morning that the programmer displayed a power-on-reset (por) condition. Additional information has been requested but was not available as of the date of report.